Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v880221, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient fell ¿flat¿ on their stomach a month prior and was having pain down their leg and it was not getting better. Problems with the implantable neurostimulator (ins) were also noted. The healthcare provider (hcp) was to do a cystoscopy and the patient wanted the ¿problems¿ with the ins to be fixed while they were under. It was unclear if the problems referred to the pain down the leg or something else. No outcome was provided with this event. Further follow up is being conducted to obtain this information and clarification regarding the event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had an appointment with her healthcare professional (hcp) on (B)(6) 2014. She went to the emergency room because of pain, she was having urinary retention, and she had to have a catheter placed. She was hospitalized with a urinary tract infection. Ultimately the catheter was very uncomfortable and the patient had a friend remove it. The device was on, but the patient didn't feel stimulation. She had a lot of pain with voiding. The patient's genitourinary symptoms included decreased stream, frequent urination, urgency, and urinary incontinence. A urine capacity measure had a post void residual volume result of 207 milliliters. It was later reported that the patient had 50 percent or greater symptom reduction and it was found that the pt's device was off. The device was turned on at program 2 at 2.65 volts with 2 negative, 0 positive and cycling. The patient felt the best stimulation on this program in the rectal area. Troubleshooting included reprogramming and an electrode impedance check. The hcp made sure the patient felt stimulation in the bicycle/rectal region. The cause of the event was not determined and was not device related. The patient had the device "leaked" several times when she went to her hcp because she was feeling stimulation in the gluteal muscle area and didn't know when that problem started for her. Since having the stimulation adjusted, she had been feeling stimulation in the bowel area "in the back" and felt stimulation more strongly. On (B)(6) 2014 the therapy was not stimulating the patient where it should be. Sometimes the patient was getting therapeutic effect and sometimes she wasn't getting therapeutic effect, which had been going on for a couple of months. The patient recovered without permanent impairment and had ongoing complaints of chronic pain that were unrelated to the device. The patient was going to undergo a cystoscopy and a procedure for dilation of the bladder.